Event description:
The customer reported that falsely elevated enzymatic carbonate (eco2) results were obtained on three patient samples on a dimension exl with lm integrated chemistry system. The falsely elevated results were reported to the physician(s). The samples were reprocessed on an alternate dimension exl with lm integrated chemistry system. The reprocessed results obtained were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely elevated enzymatic carbonate (eco2) results were obtained on three patient samples on a dimension exl with lm integrated chemistry system. Siemens reviewed the instrument data files and found that the calibration and system check were acceptable, quality control (qc) recovered high on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse found that the water feed was not good and serviced the millipore system, observed that the millipore has 2 reservoirs with one bubbler, adjusted the vacuum for 2 millipore reservoirs. Then, the cse re-calibrated and ran qc, which recovered acceptably. Siemens further evaluated the event and determined that improper water filtration delivery by water purification system potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.